Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. Results from the product history record review indicated the product met release criteria. (B)(4). Additional information was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A technician reported that bilateral intraocular lens (iol) exchange procedures were performed due to "mechanical failure." In a follow-up, the technician indicated the patient was a previous contact lens user who discontinued contact lens wear "several" weeks prior to pre-operative final keratometry readings. She also indicated that, for both eyes, posterior capsule opacification was noted and yag capsulotomies were performed approximately one month following the initial implant surgeries. The technician reported the lenes were exchanged due to the patient's inability to adapt to the lenses. She reported the event resolved following the exchange. There are two medical device reports associated with this event. This report is for the right eye.